Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2 weeks ago, inratio: 5.2, lab: 3.5. About 2 hours difference between meter and draw time. Patient did experience bruising and bleeding.